Event description:
Procedure: laparoscopic cholecystectomy. During the procedure, the balloon on this trocar ruptured causing pieces of the balloon to fall into the patient's cavity. All pieces were retrieved. No patient injury reported.